Event description:
New information received stated the lead was capped.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that at follow-up, multiple non-sustained vt episodes were observed due to noise. The patient presented for lead revision and externalized conductors were observed via fluoroscopy between the rv and svc coil. Lead revision to be scheduled.